Event description:
It was reported that the lead was opened but not implanted. The lobes kept deploying during the placement process. The retention clip did not lock them in place. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The primary analysis finding was: no anomalies found. The lead was received with the lobes undeployed with dried blood on them. Due to dried blood under the overlay tubing and on the lobes, it cannot be determined at this time what caused the reported deployment issue.